Event description:
It was reported that the patient developed an infection. The system was removed. No information is known about the patients condition at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.